Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien field service engineer (fse) was called to download the latest software revision. The ventilator then passed all tests, calibrations and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) ¿locked¿. Although the ventilator continued ventilating, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.